Event description:
A customer reported that the pump's quick bolus and wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Tandem technical support advised the customer to ensure the pump was not connected to a power source and to press the button correctly. The customer confirmed that the button was now functioning as intended.